Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this ev1000a platform, there was a fire at the databox and it was smoking. A fire extinguisher was used to put it out. There was no liquid dropped on the device. There was no patient injury. The device was available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received that the customer was trained on how to correctly mount the power supply and that it was mounted correctly. Patient demographics were received from the customer.

Manufacturer narrative:
The product was expected to be returned. However, it was later confirmed that due to covid exposure, the device would no longer be returned. Without the return of the product, it is not possible to determine the root cause. Additional information was received that a fire extinguisher was used when the device started to fire and smoke. The customer sent images and an image evaluation was performed. Damage from the databox case indicates that the heat/smoke was external to the databox. However, the customer reconfirmed the fire was coming from inside the databox. Residue, as seen on the mount, is likely from the fire extinguisher on the databox. The power connector and other connectors do not look burnt from the fire. The ethernet port is not clear enough to indicate whether there is burn damage or not. The ethernet port runs in low voltage. Therefore, it is unlikely that it caused the fire. Per the complaint case note, the customer confirmed that the power cord image provided is the power cord that was used during the time of the event. The customer was unable to confirm whether the full component of the power cord would be returned. The power cord is not showing any burnt damages. There was no indication that there was an issue with the capacitor. Edward's operators manual has warnings that state, "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection" and "shock or fire hazard! Do not immerse the ev1000 monitor, databox, or cables in any liquid solution. Do not allow any fluids to enter the instrument". There is a caution statement that reads, "do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The original complaint stated that the customer indicated the databox portion of the system had caught fire and emitted smoke. During the event, the customer clarified there was a fire extinguisher utilized to extinguish any remaining flame. Edwards requested return of the unit for evaluation on march 26, 2020, however, due the covid-19 pandemic, the unit was not returned for an extended period of time and finally arrived in the us on july 31, 2020. A third party, stress engineering services, was hired by edwards lifesciences to evaluate the returned product. The evaluation conclusion is as follows: the fire damage on the exterior of the incident databox was caused by burning of the ac power supply iec c13 plug. The burning of the plug was caused by a short and subsequent electrical arcing between the hot and ground pins in the ac power supply iec c14 socket. The short in the ac power supply iec c14 socket was not tripped by any external facility ac power ground fault system. The short was caused by liquid ingress in the plug socket, which provided a conduction path between the two metal pins. The liquid ingress that collected in the socket most likely came from an IV bag that was hung above the ac power supply and contained a sodium chloride solution. The sodium chloride solution was identified using energy-dispersive x-ray spectroscopy. Sodium chloride solution is conductive and provided a path for conduction of electricity across the pins in the ac power supply. It is likely that there was no ground fault circuit interrupter (gfci) or arc fault circuit interrupter (afci) in the facility electrical system, which would have cut the electrical current flow before enough energy could flow to start a fire. There was no electrical short or high voltage/high current event that occurred inside of the databox that could have caused the fire and external damage seen on the outside of the databox. This conclusion is based on the undamaged condition of the inside of the databox front housing, exterior and interior of the metal electromagnetic interference (emi) shielding box cover, and of the electronics inside of the emi shielding box.